Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient indicating that the fall's effect on their implant has not yet been determined. The battery will be replaced.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was that the caller reports that the patient has been having difficulty because the batteries in the device went out and the patient is not in good shape without it. The found an hcp but it is far and they cannot be seen for a couple of months. Helped the caller navigate the equipment and the caller was seeing service code 1710. Reviewed that therapy should still be working at eri. Confirmed that the therapy is on, but the patient does not feel like it is on. The caller added that about a month ago, they fainted then fell and went to the ER and things have not been right since then. Asked caller if the dbs was checked after the fall and they did not think so. The caller noted that the ER said the fainting was due to dehydration even though the patients drinks water all the time. The patient was redirected to their healthcare provider to further address the issue.